Event description:
Customer reported unexpected weak reactivity with anti-b series 3 in a patient sample (cord and heel stick samples). Customer obtained weak macroscopic reactivity with anti-b series 3 lot 203261, and negative reactivity using anti-b gammaclone lot 205016.

Manufacturer narrative:
Hemagglutination tube testing was performed with retention anti-a, lot 101700, anti-b series 3, lot 203261, anti-b, lot 205016, monoclonal control, lot 492034, and gamma-clone control, lot 350003-2, using a1 referencells, lot 111705, b referencells, lot 113705, and in-house donor samples of known abo groups. These reagents were used by the customer at the time of the event. At is, all group a in-house donor samples and a1 referencells exhibited strong reactivity (4+) with anti-a reagent and were nonreactive with anti-b reagents, b referencells and all group b in-house donor samples exhibited strong reactivity (4+) with anti-b reagents and were nonreactive with anti-a reagent. All testing with monoclonal control and gamma-clone control was negative. Hemagglutination tube testing was performed with returned anti-b series 3, lots 203261 and 203270, using a1 referencells, lot 111704, b referencells, lot 113704, and in-house donor samples of known abo groups. At immediate spin, all group b and ab in-house donor samples exhibited strong reactivity (4+) with all anti-b reagents and all group a and o samples were nonreactive as expected. Hemagglutination tube testing was performed with customer's returned sample using returned anti-b series 3, lots 203261 and 203270, retention anti-b series 3, lot 203261, and retention anti-b gamma-clone, lot 205016, with corresponding monoclonal control, lot 492029, and gamma-clone control, lot 350004. Sample was nonreactive at immediate spin with all reagents.